Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that lcd display sometimes blanks out. Additional information received indicated that when a button is pushed, the display does not come back on and the display has a prolonged blank out. No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. Internal inspection revealed a missing t2 component on the core board. The missing component caused an open in the back-light control circuitry causing a blank screen.